Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned mated with carrier tube assembly. No other anomalies were noted. Visual inspection revealed that the carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub, which is consistent with the device being cut at the carrier tube assembly and the device being removed. The suture and tamping tube were exposed. No other anomalies were noted. The tensioner was removed, and no suture was found within the spool. No gross anomalies were noted with the tensioner. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: unknown due to unknown date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the involved angio-seal device. The procedure was a left iliac balloon angioplasty/stent. Access was in the left common femoral artery and was confirmed by a left anterior oblique (lao) angiogram of left groin. Patient was identified as a suitable candidate for angio-seal vip closure post procedure. A 6fr. 10cm terumo standard pinnacle access sheath was exchanged out for angio-seal sheath over the included angio-seal guidewire. Vessel wall was appropriately located utilizing the angio-seal sheath/arteriotomy locator combination. The sheath was held in place by the physician and the arteriotomy locator and wire were removed. Angio-seal device was introduced though the sheath. The device and sheath clicked together and apart to deploy the anchor plate appropriately. When the physician went to pull the angio-seal device back to seal the arteriotomy they could not pull the device. The suture line would not unspool from the device cap. The physician cut the carrier tube between the device cap and sheath hub of the closure device to achieve hemostasis. Hemostasis was achieved by the device and the patient experienced no harm. There were no issues with arterial access during the case prior to the use of the angio-seal. The patient was reported to be in stable condition. The procedure outcome was successful. There were no other devices or equipment being used with the reported product.